Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Photo provided showing lens in the lens case base. The lens appears to be pressed against the lens case posts. One haptic appears to be broken/torn/missing. Based on our observation of the attached photo, "the lens appears to be pressed against the lens case posts. One haptic appears to be broken/torn/missing". A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, the lens came out with broken haptics. Additional information has been received stating that, the haptic broke when mounting the lens on the cartridge. The surgery was completed using another lens of same model.